Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have a scratched main tube. Scratches or abrasions to the main tube of instruments are deemed cosmetic damage. The probable root cause of these scratches or abrasions is attributed to damage during use, which can result from instrument collisions, abrasive instrument cleaning, instrument cleaning inside the body, or normal wear over time due to friction against cannula. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive followed up and obtained additional information. The damage was to the instrument on section 2 of the image you provided. Unsure of when the instrument chipped. However, it was noticed before the patient was in the operating room. The instrument should have been returned by now. Images not available for review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the coating at tip of 8mm monopolar curved scissors (mcs) instrument was chipping off and was not covered by the mcs tip cover accessory. No fragment fell into the patient. The procedure was completed with no reported injury.